Event description:
During an incident in another country in 2000 (per the mcm printout returned) involving a male pt who suffered a sudden cardiac arrest, this defibrillator, being used with a semiautomatic mcm, allegedly did not follow its protocol. The pt was pronounced. A printout of the incident was returned to laerdal medical as with the allegation of "wrong algorithm was the likely cause."

Manufacturer narrative:
The returned defibrillator was tested by technicians and proper operation for pt treatment was verified. This testing verified the unit's rhythm detection circuit, ability to treat a rhythm and follow its protocol, and the functionality of the shock button. The semiautomatic mcm used at the scene had been cleared of incident info and contained only test info dated 5 days after event. The printed report returned to laerdal medical as documents 4 "no shock indicated" analysis results, 2 shock delivered analysis results and 2 charge to deliver (event log prints "commit to treat") analysis results for which the shock button was not pressed. The "no shock indicated" message is displayed in the semi-automatic mode when ECG analysis does not detect a shockable rhythm. The hs3000 operating instructions explain tihs prompt and what to do should it be experienced. It also explains that when the defibrillator charges to the selected energy level, a ready tone will be heard, the unit will voice "press to shock" and the shock button is identified on the display. If the shock button is not pressed within 15 seconds, the shock is automatically discharged internally. Laerdal medical as reported this incident to authorities.